Event description:
It was reported that this pacemaker system exhibited oversensing of noise on both the right atrial (ra) lead and right ventricular (rv) lead. Technical services (ts) noted that the signals were on both channels, but not always at the same time. Pacing inhibition was suspected. Additionally, both leads exhibited a decrease in impedance measurements, but at different times. Ts recommended to further evaluate the patient. No adverse patient effects were reported. This device system remains in service.